Manufacturer narrative:
This instrument has been was obsoleted; (B)(6) 2016. This lot was manufactured prior to the obsolescence; (B)(6) 2016. The instrument is used. The blade is bent and has fractured at the open loophole. There is a small portion not returned. IFU indicated: ¿do not twist or bend the needle to disengage a lodged needle tip. This can cause the needle to break. Broken needle parts may not be retrievable¿. The pieces returned have damages. The tip is turned over and the topside edge surface is dinged and scratched from contact with another device. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that while the surgeon attempted to pass the suture through the rotator cuff, it would not pass through. He removed it and saw the needle was broke.